Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
Patient reported loose feeling. Recent gastric bypass surgery. Lucency on x-ray. Revision of press fit femoral component for loosening. Revised with triathlon ts femur/stem.